Manufacturer narrative:
No components were returned for analysis and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
It was reported that the patient underwent post coronary intervention procedure (pci). Reopro (dosage unknown) was given. A pre insertion angiogram revealed the puncture site deemed appropriate for angio-seal use. The angio-seal was deployed without complications and hemostasis was achieved. Fifteen minutes later, the patient was complaining of abdominal pain and became hemodynamically unstable. The patient's blood pressure fell dramatically. Fluid resuscitation was started and manual compression was applied to the abdomen. Reopro was stopped and the ultrasound revealed a large hematoma. A CT scan revealed a large retroperitoneal bleed. The patient received a blood transfusion when the hemoglobin fell from 14.0 to 6.0. Six days later, the patient was discharged in stable condition.